Manufacturer narrative:
(B)(4).

Event description:
It was reported by the pt's health care provider that the pt underwent a lead revision due to a fall. The date and details of the fall and revision and pt outcome were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available. Reference MFR. Report # 3004209178201101195.